Event description:
It was reported that removal difficulty occurred. The target lesion was located in the mildly tortuous and moderately calcified right internal carotid and common carotid artery. A 10.0-31 carotid wallstent stent self expanding was selected for treatment. During the procedure, there was no resistance when advancing the stent, and other devices. The stent was successfully placed. However, when retrieving the delivery system, strong resistance was felt, and the non-boston scientific wire was nearly dragged down along the wall. There were no patient complications as a result of this event.